Event description:
It was reported the patient presented remotely via merlin.net. Review of the transmission revealed the implantable cardioverter defibrillator (ICD) was in backup mode due to an event que overflow. The ICD was successfully restored. The patient was discharged.